Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a right ventricular pace polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing problem was observed on the implantable pulse generator (ipg) and a polarity switch occurred on both the right atrial (ra) and right ventricular (rv) lead. A data collection problem, high battery impedance and atrial loss of capture were also noted. The ipg was explanted and replaced, both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.